Event description:
It was reported that there was insulation damage on the right atrial (ra) and right ventricular (rv) leads and there was noise as a result of the insulation breach. It was noted that both leads were passed through the same puncture and there was a suture placed directly on the lead insulation. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 implantable pacing lead 2008 (B)(6); (B)(4) implantable pulse generator (ipg) 2008 (B)(6). (B)(4).